Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed displacement test. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners. The drive support was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed system sensor and she is unable to get rid of the rewind sequence. Customer did not indicate any significant events leading to the error except that she was changing the set at the time. Customer's blood glucose was 325 mg/dl at the time of the incident. Troubleshooting was done for rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.